Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated when the patient puts the carbohydrates in the pump it is not doing what the patient is requesting. This issue is potentially reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jun-2019 with the following findings: during investigation, the pump settings show insulin to carb ratio set to 1u:5g. Insulin sensitivity factor set to 1u:125mg/dl. Using patient settings performed ezcarb bolus for 50 carbs at target bg, the pump correctly calculated a 10 unit bolus. An ezbg bolus using patient settings for 125 mg above target performed, the pump calculated a 1 unit bolus. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.